Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a pulse generator change out the ventricular lead exhibited good impedance numbers, however when connected to the replacement device, lead impedance was less than 200 ohms. Subsequently the lead was replaced.